Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had white pieces of plastic on the sheathing . This occurred on 3 separate occasions but the date/time and or patient information is unknown. The report is as follows, " the ambulatory unit has had an issue with the 20 ga bd insyte IV catheter this week. The unit has come across three of these so far. I have included some pictures to show you what the issue is. The lot # from the box is 8197518. On the plastic sheathing there is white pieces of plastic on the sheathing. This is the part that goes into the patient. I have circled the area on the picture. Can you look into this and see if there has been other reports of this issue? I have opened 15 from the same box but have not come across this yet. I have the sample one here if you would like to have this evaluated."

Manufacturer narrative:
Investigation summary: DHR: a total of 396,010 units were built/packaged on afa line 11 from 19jul2018 through 25jul18. No qns were initiated during production all challenge, set up and in process samples were performed per specifications. Received 40 sealed packages and one used unit from with an open-empty package from lot# 8197518. Visual/microscopic evaluation: sealed packages: all units were visually inspected, no evidence of particles or foreign matter could be found on any of the components of the representative samples received. Open unit: several dark colored fibers were found on the tip of the catheter but the fm (white speck) displayed on the pictures received was not found. No evidence of the foreign matter (white speck) displayed on the pictures could be found on the open unit received for evaluation. A thorough visual evaluation was performed on the plastic bag where the unit was received and no evidence of the white speck was found either. Pictures: the pictures returned for review display a 20ga iag unit which reveals a white speck on the catheter tubing. Conclusion(s): indeterminate: although the pictures received for evaluation confirm the presence of a white speck on the catheter tubing the source and root cause could not be determined since the picture does not reveal a microscopic image of the material. The colored fibers found on the catheter tubing (not visible on the pictures or signaled by customer) could have been introduced to the unit either during the mfg. Process, at the user environment or during handling/transit back to the lab. Ftir testing could not be performed on the dark fibers found on the catheter tip since the specks were too small to be tested.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had white pieces of plastic on the sheathing . This occurred on 3 separate occasions but the date/time and or patient information is unknown. The report is as follows, " the ambulatory unit has had an issue with the 20 ga bd insyte IV catheter this week. The unit has come across three of these so far. I have included some pictures to show you what the issue is. The lot # from the box is 8197518. On the plastic sheathing there is white pieces of plastic on the sheathing. This is the part that goes into the patient. I have circled the area on the picture. Can you look into this and see if there has been other reports of this issue? I have opened 15 from the same box but have not come across this yet. I have the sample one here if you would like to have this evaluated."